Manufacturer narrative:
Continuation of d10: product ID wr9220 serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6), ubd: 19-nov-2021, b3: date is month/year valid. H3: analysis of the wireless recharger (s/n: (B)(6)) revealed that the led¿s scroll continuously. Device is unresponsive. Flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the recharger is no longer functioning. The caller indicates that the battery light is scrolling up and down. The following troubleshooting steps were performed: reset the device. The issue was not resolved through troubleshooting. A request was sent to the repair department.